Event description:
The advocate called for help with the customer's meter. While troubleshooting, he received a control test result of 351 mg/dl. The normal control range was 104-144 mg/dl. No adverse events were alleged. The advocate was advised to return the test strips for evaluation, but he declined and ended the call.